Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.201¿ from the base and the broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Additional observations related to the customer reported complaint were also identified: the harmonic ace instrument was found to have a broken clamp arm. The inner tube slots where the clamp arm hinges broke off, causing the arm to dislodge. The instrument was also found to have teflon pad damage on the clamp arm. No missing material was observed.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the harmonic ace instrument was unable to work and it was noted to be broken. The procedure was completed with no reported injury.